Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no button error alarm. The unit was received with minor scratches on the lcd window, a cracked case at the display window corners, and a corroded battery tube. (B)(4).

Event description:
The customer called to report a button error alarm. The customer was wearing the insulin pump in her bra at the time the alarm went off. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.